Event description:
Additional information indicates that the system was explanted due to infection and erosion. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received from the field representative indicated that the infection was assumed to be the cause of erosion. The pocket was opened, flushed with antibiotics, a deeper pocket was created and was closed. There were no additional adverse effects reported. All available information indicated that the product remains in service.